Event description:
It was reported that radiopaque marker band was not visible under fluoroscopy. The 70% stenosed target lesion was located in the moderately calcified popliteal artery. A 4.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during procedure, it was noted that the proximal radiopaque marker of the balloon was not visible in fluoroscopy. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.